Event description:
Customer reported that she was able to wear the sensor for three days without a problem, but when she removed the sensor she notice that her site was getting infected and was beginning to poss. Customer stated that she examined her site and found that the sensor cannula had fractured in half while in the body. Customer stated that her husband was able to remove the piece of the sensor cannula. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.